Event description:
It was reported that patient faced issue with device and experienced high blood glucose levels treated with pump on (B)(6) 2026

Manufacturer narrative:
E1: patient country: saudi arabia. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.